Event description:
Note: the date of event is unknown. It was reported to boston scientific that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after inserting the guidewire into the bile duct, while attempting to retract into the metal tip cannula, the guidewire coating peeled. The peeled coating remained attached to the guidewire. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).